Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to a care facility after experiencing chest pain and shortness of breath which caused her to pass out. The patient's resting heart rate was 150-160 bpm. Medication was given to the patient and her heart rate decreased to 110 bpm. System evaluation noted the lead safety switch (lss) had been triggered due to a pacing impedance measurement of 2900 ohms on the right ventricular (rv) channel. An echocardiogram was performed, and a perforation was not confirmed. However, computerized tomography (CT) identified a possible pleural effusion in her lung. Review of the CT by a second physician confirmed a perforation caused by this rv lead. A revision procedure was performed, and this rv lead was removed from service. The rv device port was plugged, and the device was programmed aai 60ppm. The patient was admitted to the hospital and reported feeling better after the procedure. No additional adverse patient effects were reported.